Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Evaluation of the AED and the log files from the AED did not identify a cause for the AED not powering on. Evaluation and bench testing of the AED showed the device passed all functional testing and performed as intended with a known good test battery.